Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that he cannot hear with the device. The audio processor (ap) was changed from an opus 2 to a sonnet in (B)(6) 2018 and it worked well until (B)(6) 2019 when he started hearing crackling, beeps, and interference like noise with fading sound. Soon afterwards he was not able to hear anything with the device. Further consultation to discuss explantation and possible re-implantation will be scheduled.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported that he cannot hear with the device. The audio processor (ap) was changed from an opus 2 to a sonnet in (B)(6) 2018 and it worked well until (B)(6).2019 when he started hearing crackling, beeps, and interference like noise with fading sound. Soon afterwards he was not able to hear anything with the device. The recipient was re-implanted.